Manufacturer narrative:
A visual examination of the returned device confirmed the whole length of the sidecar was split and dried residue was observed inside the device. A functional check of the device was performed by extending and retracting the basket without success due to dried residue inside the product. A definitive root cause for the damage cannot be determined. The device history record review revealed no anomalies related to this complaint. A lot history search was performed and no other complaints were found reported for this device lot .

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, the wire guide lumen split. Another trapezoid rx lithotripter compatible basket was used to complete the procedure. There were no patient complications reported as a result of this event. This is the second of two devices reported to malfunction during this procedure. Refer to manufacturer report #3005099803-2008-3732 for details regarding the first device.